Event description:
Boston scientific received information that over a year ago, shock impedance levels were noted to rise on the right ventricular lead associated with this device, however were still within range. However, recent information wa received that shock impedance levels had risen further to out of range levels over 125 ohms. No action or adverse patient effects have been reported at this time.

Event description:
Boston scientific received information that at a recent follow up appointment, a save to disk analysis determined the shock impedance levels were still high out of range. No episodes were recorded on the device memory and pacing impedances were stable. The physician stated a lead revision would likely take place at the next follow-up in (B)(6) of 2014. This report will be updated if further information is obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.